Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was replaced.

Manufacturer narrative:
Concomitant medical product: sdr303b ipg, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report going to the hospital for emergency surgery due to one of the patient¿s leads disintegrating inside of the patient¿s body causing the pacemaker to malfunction. The patient noted ¿I almost died.¿ the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that prior to replacement of the lead, the patient experienced dizziness, chest pain and a "number of other heart related pains".